Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was explanted due to six inappropriate shocks being delivered to the patient from lead fracture noise. The lead was reported to have high impedance, but the therapies and detections were left enabled. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.